Event description:
The tip broke off in the patient and was retrieved uneventfully. Additional information was received on (B)(6) 2010 via email from the sales rep: the patient was a (B)(6) male with a right iliac artery stenosis. A left femoral stick was performed and a 5 french sheath was placed in the left groin. They went over the horn into the right iliac and did some diagnostic images. They then pulled the catheter back and noticed that the tip was missing but still remained on the wire. They then did a right femoral stick and placed a sheath. They put a snare up the right iliac and grabbed the wire, pulling the wire and tip back into the sheath. All foreign bodies were removed. Intervention was then done on the lesion. No post procedure effects from this. It was held up on the diagnostic wire, sheath advanced on side with catheter tip, snared and removed it prior to doing the iliac intervention on that side of patient's body.

Manufacturer narrative:
(B)(4) tip breakage and retrieval are not labeled in the IFU. The device was returned in a used and nonconforming condition: the tip material had separated approximately 4 mm from the bond joint. Not only are these devices packaged with uv resistant film, but also, microscopic bond check of bonded shafts for angiographic catheters, in-process inspection, a level 1 inspection is performed to verify shaft material type/french size and tip material/french size. Additionally, each device lumen is checked of bond for good melt and verify there are no protruding wires or loose fibers present. A pull test using the instron tensile tester is completed on each order received. A 100% inspection is performed. Visually examine outside surface of each bond under microscope magnification. Additionally, the instructions for use (IFU) caution, "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal." Furthermore, the process of rf bonding tips to shafts for scbr-4.0 catheters has been validated. Visual examination revealed the tip of the catheter had been pulled off and only about 4 mm of the black tip remained attached. Examination under 10x magnification reveals sporadic scoring of unmeasured depth along the distal 16 cm of the catheter ending at the break in the distal tip. Such scoring is evidence of damage due to severe contact with calcification/lesion in the artery during device withdrawal. The appropriate internal personnel have been notified and we are continuing our monitoring of similar complaints.